Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented during a generator change, an insulation anomaly was noted on the right atrial lead. The lead was capped and replaced on (B)(6) 2019. There was no complications after the surgery and the patient was stable.